Event description:
It was reported that during a da vinci si hysterectomy procedure, a hole was detected on the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. Upon detection of the hole the mcs tip cover accessory was removed and replaced with a new mcs tip cover accessory and the planned surgical procedure was completed successfully. The nurse did not observe any arcing from the instrument or accessory. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The mcs tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed damage on the side of the accessory. The mcs tip cover accessory was found with a hole approximately 0.03 in diameter, with evidence of arcing found on the edge of the hole. Multiple cuts and tear damage was found near the hole, approximately 0.06 in length, which is likely due to contact with other instruments. Multiple tears approximately 0.11 in length was found at the distal end of the tip cover.